Event description:
The customer reported the system failed to produce fluoroscopy related to arcing. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage cable and tank, along with the snubber board with three insulators were replaced. Also, the generator was calibrated and the beam aligned. The system was then found to be operating as intended.